Event description:
Info received indicates the nurse call button on the bed wouldn't call the nurse's station.

Manufacturer narrative:
The technician isolated the issue to the side communication circuit board. He replaced the circuit board to repair the bed.